Event description:
It was reported that a patient underwent a perineal repair on (B)(6) 2011 and suture was used. During the procedure, the midwife saw that the needle was not attached to the suture and the needle was not found. An x-ray was performed and the needle was found to be retained in the patient. The patient underwent a procedure to remove the needle, but this was unsuccessful. The needle remains in the patient it is hoped the needle will work its way out. A six week appointment has been made for follow up.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.